Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did any of the clips fall into the patient? No. Were they retrieved? N.a. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, while loading, the first 4 clips jumped out of the device. Another device was used to complete the procedure. There were no adverse consequences for the patient.